Event description:
Treatment of an aneurysm. During pipeline deployment, it was reported that the pipeline could not be released from the capture coil despite the pushwire being turned 8-9 times and was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).